Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, when the nurse was checking in the ward, (found) the dripping speed for the patient (B)(6) was slow. Carefully observed the liquid leakage on indwelling needle puncture site, found that there have an crack on y-shaped pipe of the indwelling needle. Which caused the outflow of liquid. Pull out in time. Replaced the puncture site and the indwelling needle, and re-punctured. Check the replaced indwelling needle, no damage. Communicated with the patients, and gained his/her understanding.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8325647. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample was not received for the purpose of our investigation, according to previous investigations, through a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. Currently, we are conducting a long term study, CAPA#642738, to determine the root cause for this event, but we are addressing the issue through the implementation of manual inspections for cracks in the adapter head, and we are further optimizing our swaging process by reducing depth requirements.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, when the nurse was checking in the ward, (found) the dripping speed for the patient feng-ying li was slow. Carefully observed the liquid leakage on indwelling needle puncture site, found that there have an crack on y-shaped pipe of the indwelling needle. Which caused the outflow of liquid. Pull out in time. Replaced the puncture site and the indwelling needle, and re-punctured. Check the replaced indwelling needle, no damage. Communicated with the patients, and gained his/her understanding.